Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, upon transeptal crossing using an nrg needle in the catheter and after mapping with the orion (aspirating and flushing with no issues prior), upon insertion of a farawave nav catheter, the physician noted air aspirated into syringe as he aspirated the side port. No visual bubbles were coming from the distal sheath. The physician repeated the process and observed continued bubbles aspirated. The sheath was replaced, and the procedure was completed without patient complications. The device has been returned and is pending analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, upon transeptal crossing using an nrg needle in the catheter and after mapping with the orion (aspirating and flushing with no issues prior), upon insertion of a farawave nav catheter, the physician noted air aspirated into syringe as he aspirated the side port. No visual bubbles were coming from the distal sheath. The physician repeated the process and observed continued bubbles aspirated. The sheath was replaced, and the procedure was completed without patient complications. The device was returned for analysis.